Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient arrived to emergency room with severe pacemaker syndrome and crosstalk- palpitations, presyncope, dyspnea, pain, problems to walk. The physician tried electronically to correct the issue with programmer, however the issue still existed. The lead exhibited lead exhibited an insulation anomaly, the physician elected to explant the lead. The was in stable condition, no complications.

Manufacturer narrative:
Final analysis found an insulation abrasion breaching outer insulation and exposing outer coil at 21.2 cm to 21.5 cm from the connector pin. Abrasion are consistent with friction of another implantable device.